Event description:
Per the clinic, the patient was treated with oral antibiotics (date and duration not reported). The patient underwent revision surgery under general anesthesia on (B)(6) 2023, in order to convert the patient to a percutaneous baha implant system. During the procedure, the implant was removed, and an abutment was placed on the internal fixture.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection at the implant site. Additional information has been requested but it has not been made available as of the date of this report.